Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent migrated. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was explanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed in the common bile duct. According to the complainant, during the procedure to remove the stent, the advanix biliary stent was found to have migrated up into the duct and had to be retrieved using a biliary retrieval basket. Reportedly, there were no issues noted to the advanix biliary stent, and the stent was not modified in any way prior to placement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."